Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 96% stenosed lesion in the internal carotid artery (ica) with heavy calcification and heavy tortuosity. After a sheath was placed in the common carotid artery (cca), the small emboshield embolic protection system (eps) was advanced and the eps met with difficulty when attempting to cross the lesion. The eps filter was able to be placed 3cm distal of the lesion; however, when the delivery catheter was removed, the filter was noted to become detached from the barewire and stuck in the ica in the deployed position. Therefore, a snare was used to attempt to retrieve the filter but was unsuccessful. This resulted in a clinically significant delay in the procedure as the patient was sent to surgery [prolong hospitalization]. Carotid endarterectomy was performed and the separated filter was removed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance could not be confirmed as it was based on the procedural circumstances. The reported filter dislodgment was confirmed as the filter was not returned and the barewire was noted to be separated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that during advancement against resistance, the barewire tip became compromised resulting in separation and dislodgement of the filter. As a result, unexpected medical intervention was required using a snare device in an attempt to snare the separated filter, however, was unsuccessful. This resulted in a clinically significant delay in the procedure as the patient was sent to surgery [prolong hospitalization]. Carotid endarterectomy was performed, and the separated filter was removed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b2 - outcomes attributed to ae initial: required intervention updated to add hospitalization.